Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/22/2015. The fse found that the tubing from the sweep flow canister became disconnected from feed through fitting ff3. The fse reattached the tubing, which repaired the leak and the failing controls. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter act diff analyzer while running controls. The controls were failing when the leak was noticed. The volume of the leak was about 1/4 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.